Event description:
Reported the ventilator shut down and alarmed during use. The ventilator diagnostic log indicated the ventilator had a loss of gas supply. The customer reported there was no pt harm.